Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event and another indication. The patient was not treated with antibiotics for the event. The patient was recovering from the peritonitis event and action taken with pd therapy was unknown. No additional information is available.